Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received insulin flow blocked alarm. The customer's blood glucose was 450 mg/dl at the time of incident. The customer's blood glucose was 474 mg/dl at the time of call. The customer reported that they treated the high blood glucose with the insulin pump. The customer performed troubleshooting. The customer stated that the insulin did exit during prime test. The customer performed troubleshooting and did not find air bubbles, leaks and site and insulin issues. The customer was advised to change the entire set, reservoir, insulin and treat per health care provider's instructions. The insulin pump will not be returned for analysis.